Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) resolved the issue by installing a new helium assembly multiple tubing. Completed pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.